Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: n/a as this product code is not exported to the us market d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted g4: PMA/510(k): k926214, k923607 h4: device manufacture date: unknown due to unknown lot number since the actual sample was not returned, investigation of it could not be performed. Since the involved lot was unknown, the manufacturing records and shipping inspection records could not be investigated. Regarding the involved product code, no similar complaint attributable to the manufacturing process was reported in the past two years. Since the involved lot was unknown, it was not possible to investigate the manufacturing records and shipping inspection records. In addition, since the actual sample was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant instruction for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that there was a fracture involving the radifocus guidewire. No residue remained in the patient (retrieval was completed). The procedure outcome was not reported. The fractured piece was retrieved. The event occurred intra-operative.